Event description:
It was reported that the patient experienced an altered mental status, fever, pain, sweating, and less than 50% therapy relief. A critical alarm of an unknown cause occurred. A motor stall due to electromagnetic interference (emi) occurred and recovered within 2 hours. A volume discrepancy occurred, in which the expected reservoir volume (erv) was 3.2ml and the actual reservoir volume (arv) was 15ml. The cause of the discrepancy was noted to be unknown. However, per pump logs, continuous motor stalls had been occurring since (B)(6) 2014. The stalls occurred multiple times a day, anywhere from 1 minute to an hour in duration. A pump replacement was planned for (B)(6) 2014. The device system was used to deliver fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, including corrosion and/or wear and/or lubrication and a stall due to shaft- bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.